Manufacturer narrative:
D10 concomitants: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 3 years post initial operation. The reason for the revision was due to suspected loosening of the implants and pain. The patient was revised to a 2mm glenosphere and the use of the hrp to accommodate the bone loss on the humeral side including a 50mm middle segment. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.